Manufacturer narrative:
On may 13, 2021, mentor became aware that the date of explant was (B)(6) 2021. Hence, field d6b has been updated from june 14, 2021 to april 19, 2021 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast pain. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced left side pain and right side local reaction. Patient stated issues began on the right side years ago. Patient had pain, and swelling. On the left side, pain is increasing but primarily the right side is the worst. As a result, the patient has scheduled a surgery for (B)(6) 2021. This report is for the patient¿s left-sided device.